Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) 2017865-2025-14556 as the event did not indicate a malfunction caused a serious event and device was explanted due to normal battery depletion.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed diagnostic anomaly on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replaced the ICD. The patient condition was unknown.